Manufacturer narrative:
It was reported to philips that the battery needs to be changed. There was no patient involvement. The field service engineer (fse) confirmed that battery needs replacing. The evaluation confirmed the battery needed replacing. The battery was replaced. The device passed testing and was returned to full functionality.

Event description:
It was reported to philips that the battery needs to be changed. There was no patient involvement.